Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event occurred on an unspecified date and involved a chemolock¿ port. It was reported that the product was attached to a patient when a leak was trying to occur. The male and female chemolock adapters came undone and few drops of unspecified chemotherapy did leak. When the nurse did an assessment and reattached them, the adapters could easily be pulled back apart, so they were replaced with a new set. There was patient involvement, and no harm that was associated with this event.

Manufacturer narrative:
One photo was shared by the customer, where the item and lot information from the item #cl2100 was observed. No damage or anomalies are confirmed. Five (5) new samples item #cl2100, were returned for evaluation. The samples were tested as per procedure and no leaks or anomalies were confirmed. The male luer were confirmed to comply with iso design expectations. Complaint of leaks cannot be confirmed or replicated. The device history record was reviewed and no relevant commodities, discrepancies or anomalies were found that might lead the condition reported by the customer.